Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert was received for non-sustained ventricular tachycardia and short interval counts. It was further noted that the issue appeared to be the patient's rhythm rather than a lead issue. Emergency medical technicians (emt) were sent to the patient's residence where the patient was found asystolic (estimated to have been asystolic for greater than 40 minutes) with non-responsive pupils. External defibrillation failed to revive the patient and the patient was pronounced dead. There was no response observed from the implanted cardioverter defibrillator (ICD). It was reported that the death was suspected to be related to the ICD system.